Manufacturer narrative:
The immucor laboratory received a blood sample from the customer site for testing on 07 apr 2016.

Event description:
On (B)(6) 2016, a customer site in (B)(6) (europe) reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.